Event description:
It was reported to boston scientific corporation that a hemostatic resolution clip device was used to stop active bleeding on a post biopsy site in the duodenum during a hemostatic clipping procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip was unable to be reopened and had to be pulled off the tissue. The procedure was completed using a different clip. There were no patient complications as a result of this event. The patient was reported to have "no consequences" post procedure.

Manufacturer narrative:
(B)(4) clip failed to release from catheter. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.